Event description:
The customer contacted beckman coulter, inc (bci) to report that their unicel dxc 600i synchron access clinical sys gave erroneously low chloride (cl) results for two pts. The results were reported out of the lab. It is unk if there were any changes to pt treatment associated with this event, however, there were no reports of death or serious injury. Calibration and quality controls (qc) are routinely run every 24 hours by the night shift. In the morning, the operator noticed that the cl qc run earlier had recovered on the high side. Calibration and qc were repeated. The cl results were lower. All cl samples run since the previous calibration were repeated. All of the results correlated except results on two samples were higher. The original "normal" results were accepted and reported. Because of the erratic qc results, cl was calibrated again and the two discrepant samples were rerun. The results matched the second, high results and were confirmed on the lab's second analyzer. Amended reports were issued. This is report 2 of 2 medwatch reports filed for this event for pt 2 of 2 pts.

Manufacturer narrative:
The customer replaced the cl electrode tip and took a culture of the ion specific electrode (ise) sys at the potassium electrode port. The culture was found to be negative for bacteria. A bci field svc engineer (fse) visited the site and decontaminated the flow cell. A clear root cause has not been identified for this event. This reportable event was identified during a retrospective review of complaints conducted between 1/1/2008 and 10/23/2010 for add'l reportable events. This MDR represents event 2 of 2 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 2050012-2011-04223.